Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and provided instructions on how to put the pump into storage mode, which the customer understood. The customer was instructed to return the problematic pump using a pre-paid label within 10 days, and a replacement pump serial number would be provided when available.